Event description:
It was reported that 6 bd luer-lok¿ tip syringes' scale markings were difficult to read. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: 'leaking/very hard to read."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-may-2025. H6: investigation summary two hundred and forty samples were provided to our quality team for investigation. All samples were tested for print legibility and leakage. None of the samples showed any signs of the reported defect. The reported defects were not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd luer-lok¿ tip syringes' scale markings were difficult to read. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: 'leaking/very hard to read."